Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It has been reported that the kit didn't transmit the patient's pressure to the monitor. Another device was available and functioned properly.